Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4)). (B)(4) confirmed that there was no abnormality related to the subject device during the incoming inspection. Ofr sent the subject device to a third party laboratory for additional microbiological testing, after the subject device was brushed and reprocessed with an endoscope reprocessor, olympus etd(not available in the USA). In the test, the channels of the subject device tested positive for the following some kinds of bacteria. The suction channel of the subject device tested positive for unspecified microorganism (2 cfu/ endoscope). -he auxiliary water channel of the subject device tested positive for flore polymicrobienne (5 cfu/ endoscope). The result of the additional microbiological testing by a third party laboratory didn¿t satisfy the french guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing conducted by the user facility, the subject device tested (B)(6) for pseudomonas (1 cfu). There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. Olympus (B)(4) sent the subject device to olympus europa k.g (oekg) for deeper investigation. After the reprocessing at oekg, oekg sent the subject device to a third party laboratory for microbiological testing. The testing indicated no microorganisms growth for the subject device.